Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-02954. Reference MFR report: 1627487-2019-02956. It was reported the patient was not receiving effective stimulation since implant. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.